Event description:
In a low anterior resection procedure, it was observed that the function of the idrivec was intermittent.

Manufacturer narrative:
Patient's weight is not known. "000" is a placeholder. The returned idrivec was found to have a dark foreign material contaminating the contacts of the selector switch. The effect is that sometimes the switch made contact and sometimes not - thus the reported complaint was confirmed. Once the material was removed, the device performed acceptably. The source of the foreign material is unknown. (B) (4)